Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced the diluted waste pump, roller pump tubing, valve v04, reference electrode, deionized water filter, tube joint, block 2 for reference electrode, roller tubing, sodium electrode, potassium electrode, chloride electrode, degasser, vacuum pump assembly 2, wash water aspiration valve and sample aspiration valve. Additionally, the fse cleaned the cuvette wheel, cuvettes and wash nozzle. The fse verified system performance and the customer was satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erratic patient results for multiple analytesm including, lipid panels and cmp (comprehensive metabolic panel) with calibration issues, rb (reagent blank) data error, incorrect cuvette errors and other maintenance alerts on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.